Event description:
It was reported that the customer was transported to the emergency room (ER) via ambulance and was admitted to the intensive care unit (ICU) with an elevated blood glucose (bg) level and high ketone levels; cause was not known. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Reportedly, the customer was in a coma and was placed under anesthesia due to an inflammation of the pericardium. Customer was treated with intravenous fluids of insulin and saline. The customer was released from the hospital on (B)(6) 2025 with the issue resolved and no permanent damage. System check with technical support confirmed the pump was functioning as intended. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.